Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was reprogrammed.

Manufacturer narrative:
Concomitant medical products: 4592-45, lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the hospital with a heart rate lower than the programmed rate. The right ventricular (rv) lead was found to have t-wave oversensing (twos) post ventricular pacing (vp). The lead remains in use. No further patient complications have been reported as a result of this event.